Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. A systems check was performed with tandem technical support and no issues were identified. Tandem technical support provided a one time replacement pump.